Manufacturer narrative:
The biomedical engineer (bme) reported that this transmitter failed the air leak test and shuts down. Discovered during testing and not in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this transmitter failed the air leak test and shuts down. Discovered during testing and not in patient use. No patient harm was reported.